Event description:
Information was received indicating that this syringe infusion pump exhibited a check clutch alert. No adverse patient effects were reported.

Event description:
It was additionally reported that there was no patient involvement.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection found the tamper seal broken and the pump in good condition without external damage. A review of the event history log found a check clutch/plunger lever error. Occlusion testing was performed and verified the reported issue. It was observed that the timing plates in the plunger head were incorrectly assembled. The issue was caused by the customer. Based on the evidence, the root cause was attributed to a user issue.